Event description:
It was reported the patient passed away while connected to the monitor and the customer requested assistance with the alarm logs and configuration settings. The hospital did not share the cause of death as they felt it was protected health information (phi). Biomed indicated the bedside monitor alarmed as expected but the clinical manager wanted to review the audit log, specifically related to spo2 sensor off inop technical alarms, spo2 sensor off configuration, and ECG and heart rate extreme alarms. Good faith efforts (gfe) confirmed the device did not contribute to the death since the issue in question was spo2 sensor off. The system generated EKG alarms and other alarmed appropriately.

Manufacturer narrative:
A philips remote application specialist (ras) interviewed the customer, and they reported on (B)(6) 2024 (time 2200 to (B)(6) 2024 1:30am) their patient (ICU bed239) passed away. The customer stated that the patient's bedside monitor did alarm as expected; however, the clinical manager (cm) had inquiries regarding the alarm log and the application configuration settings. The cm had the following questions: 1) the clinical audit log does not show the "spo2 sensor off" inop alarm event why? 2) is it possible to change the "spo2 sensor off" alarm severity config setting? 3) how it the ECG/hr extreme alarm behaviors configured? The philips ras reviewed following questions and noted a central station with software b.02.x cannot log a "sensor off inop" alarm as an event in the clinical audit log. The clinical audit can log the following inops events: all server yellow or red inop messages. All battery inop messages. ECG leads off. Transmitter off. No spo2t. Batt low. The central station server with software c and greater will track all the technical inop alarms event on the audit log. The ras explained the spo2 inop technical alarms are not configurable. These alarms cannot be configured to yellow or red alarm severity. The central station local server inoperative sound volume can be set to be louder than the current volume. The ras emailed references to the customer, and they confirmed the monitor generated the patient's heart rate low alarms and the alarms were silenced. Central station logs were requested but could not be provided. The customer noted the system worked as designed since spo2 senor being off was a blue alarm and does not re-alarm like yellow and red alarms. The questions from the clinical manger were answered to their satisfaction as they now understand that spo2 sensor alarm is a blue alarm. No further investigation or action is warranted at this time.

Event description:
It was reported the patient passed away while connected to the monitor and the customer requested assistance with the alarm logs and configuration settings. Biomed indicated the bedside monitor alarmed as expected but the clinical manager wanted to review the audit log, specifically related to spo2 sensor off inop technical alarms, spo2 sensor off configuration, and ECG and heart rate extreme alarms. There was no indication the monitor contributed to the death; however, good faith efforts are being performed for confirmation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.